Event description:
Country of complaint: (B)(6). Thread without needle in the closed primary package.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: there are no units in OEM stock. Without any closed samples a proper analysis can not be performed. OEM will close this complaint as not corresponding as no further analysis can be done. Nevertheless, if closed samples are received in the future, OEM will re-open the case. Review the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.